Event description:
It was reported that the motor not running error occurred and at 35 cubic centimeter (cc) syringe stops for occlusion. No patient injury was reported

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were not removed/broken. No external damage to the device.the motor not running appeared in the event history log. The occlusion test could not duplicate the reported issue. The root cause of the reported issue could not be determined. The technician replaced worm gear and motor mount as a preventative measures, parts were over 10 years old. Worm coupling was at two years and replaced as preventative measure.